Manufacturer narrative:
The lot number was not provided for the reported malfunction; therefore, a lot history review is could not be performed. The sample was returned to the manufacturer for inspection/evaluation. Based on the sample evaluation fracture and obstruction of flow is identified. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0600540 chronic catheter allegedly experienced fracture and obstruction of flow. The information was received from a single source. One patient was involved with no reported patient injury. Age, weight and gender were not provided.